Event description:
Consultant reported that the patient underwent surgery for removal of broken non-synthes hardware. Patient was revised to alif (synfix) at levels l5-s1, and plf (uss fixation) at levels t10-s1. In implanting the synfix, the following occurred: the synfix trial spacer handle tip broke off in the synfix trial implant. While trying to remove the trial implant, the tip of the awl bent. The trial implant was removed and surgeon retrieved all fragments of the handle tip. Surgeon then placed the synfix implant and completed the procedure with no further problem. This is 1 of 2 reports for event #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. According to the product development event evaluation and a review of synthes device history records, the issue with the tip of the trial spacer handle breaking into the trial implant has been investigated on several prior complaints. It has been determined that the issue is unrelated to the trial implants.